Manufacturer narrative:
A supplemental MDR is being submitted for an update on patient and device information. The following sections of this report have been updated: section a2 (date of birth), a3 (gender), d4 (serial number, expiration date, unique identifier number [UDI]), d6 (implant date) and h4 (device manufacturer date).

Manufacturer narrative:
A supplemental MDR is being submitted based on medical review. The following sections of this report have been updated: the following sections of this report have been updated: section b5 (describe event/problem), b7 (other relevant history), h6 ( clinical code, device code [correction] and investigation conclusions). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient co-morbidities (cirrhosis, liver and kidney transplant) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Upon review of medical records, approximately 7 years and 11 months an echo revealed a tavr valve with moderate stenosis and moderate/severe central aortic regurgitation (ar) and trace paravalvular leak (pvl). At 8 years an echo revealed a tavr with moderate/severe central aortic regurgitation (ar) with no significant stenosis by aortic valve area (ava). A successfully valve-in-valve procedure with a sapien 3 ultra resilia valve was performed. Valve was successfully placed with mild pvl. An echo performed approximately 1 month post valve-in-valve revealed a 26mm sapien 3 ultra valve that is well seated with no dysfunction with a mean gradient of 13mmhg.

Manufacturer narrative:
The investigation is pending. H3 other text: the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 8 years post implant of a sapien xt in the aortic position a 26mm sapien 3 ultra resilia valve was implanted due to regurgitation.